Event description:
It was reported to philips that flex screen blank; issue traced to displayport to dvi converter on a azurion 7 m20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the displayport to 2x dl dvi converter and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).